Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient presented with 31a3 proximal femur fracture was implanted with 8 hole lcp proximal femur plate construct on an unknown date. Reportedly, the screw broke/backed out post-operatively after eight weeks. Patient remained non weight bearing for duration. X-ray was taken on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised to an osteotomy with blade plate and more valgus positioning of the femoral head. The removed hardware is unavailable for return; patient requested to retain the implants. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.